Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer stated the hospitalization was caused by a drug they were using. The customer's blood glucose was 295 mg/dl at the time of admission. Customer stated they experienced back pains and chest pains before the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. The customer declined to return the insulin pump for analysis.